Event description:
The pt condition was listed as dead on arrival. Reportedly when an attempt was made to deliver device defibrillator therapy to the pt, the device indicated 'paddle lead off'. Connection at the device and pt were checked in an unsuccessful attempt at correction. An automatic external defibrillator which was on scene was used to deliver defibrillator therapy to the pt. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.